Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The pump was returned for pump error 4 and 53. The format history file analysis confirmed the pump error 4 and 53 due to the software error. The pump was received with a cracked keypad overlay at the select button, a severely scratched lcd window, a scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of that the motor arm cannot communicate with the main arm and software error detected from the insulin pump. The customer's blood glucose reading was 12.4 mmol/l. The insulin pump will be returned for analysis.